Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, when using pressure support mode, vent fail was displayed and manual ventilation had to be initiated. There was no injury reported.

Manufacturer narrative:
The device reportedly exhibited a malfunction during two different procedures on the same day and a further malfunction on another day. Consequently, MDR 9611500-2016-00356 was filed for the first instance, MDR 9611500-2016-00357 for the second and 9611500-2016-00363 for the third. The first two events produced the same findings but the log signature for the third event is different. The following comments and conclusions apply for the first two instances: both cases were started in manual ventilation mode but since the inspiratory and expiratory o2 concentrations were matching each other, it can be concluded that the patient was not yet connected this time. After some minutes the user switched to volume-controlled ventilation and, the device immediately detected an apnea situation i.e. The intended tidal volume could not be applied without exceeding the set alarm threshold for the maximum airway pressure. Several mode changes forth and back were initiated and the user power-cycled the device but whenever the workstation was set to volume af mode the pressure limitation came into effect. The overpressure was released to ambient. The device is designed to switch to safety mode when more than ten consecutive breaths lead to pressure release - this is what the user reportedly observed and described as stop of ventilation. No entries can be found in the log which would point to technical issues with the device itself. Dräger finally concludes that the ventilation was heavily disturbed by an obstruction of the patient's respiratory tract or by an occlusion in the airway system outside the device. The workstation detected and alarmed the impairments in ventilation and initiated the countermeasures defined in the safety concept. No patient consequences have been reported and, although the exact mechanism of the problem couldn't be derived from the available information, it can be concluded that the issue in general does not incorporate a previously unidentified or falsely assessed risk. There's no issue with the device that would require repair or correction.

Event description:
Please see initial-report.